Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 301mg/dl. Reportedly, a cartridge change was performed to resolve the issue.